Event description:
A pt reported experience inaccurate high results with a lifescan meter. The pt's blood glucose results were 381 mg/dl (meter). 161 mg/dl (lab) mg/dl. Tests were done within 10 minutes with a difference of 137%. Pt did not experience any adverse events. No further info has been reported.